Event description:
It was reported the patient had bilateral tmj replacements placed (B)(6) 2009. Patient has experienced numerous episodes of condylar prosthesis anterior dislocations. He was in severe pain and could not close his mouth. The implants were replaced with custom tmj implants on (B)(6) 2009.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Patient had a bilateral replacement, see reports 1032347-2010-00017 to 00020. We have issued a CAPA (B)(4) for not filing the MDR within the required 30 days.